Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt trunk cable connector pins were bent, preventing the electrode belt from connecting to a monitor. The root cause for the bent pins could not be positively identified but was likely excessive force while connecting or disconnecting the electrode belt from the monitor. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the connector pins on electrode belt sn (B)(4) were bent, preventing the electrode belt from connecting to a monitor. The last patient to use this belt did not report any deficiencies